Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. Approach was obtained via inguinal. The 50% stenosed target lesion was located in the non-calcified and moderately tortuous inferior vena cava. Two 6fr non-bsc sheaths were inserted in the right and left inguinal. Two 12x40mm mustang balloon catheters were inserted and inflated at the same time. One of the balloons ruptured at 14atms on the 1st inflation. The other balloon catheter had no issues. The procedure was completed with these balloon catheters. No complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. Approach was obtained via inguinal. The 50% stenosed target lesion was located in the non-calcified and moderately tortuous inferior vena cava. Two 6fr non-bsc sheaths were inserted in the right and left inguinal. Two 12x40mm mustang balloon catheters were inserted and inflated at the same time. One of the balloons ruptured at 14atms on the 1st inflation. The other balloon catheter had no issues. The procedure was completed with these balloon catheters. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed a longitudinal tear along the main body of the balloon. The tear measured 5.6m in length. An examination of the marker bands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).